Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02253. It was reported the pt does not get as much pain relief from her scs system as she used to. She reported she has problems with her achilles tendon and the stimulation makes the problem worse. The pt also stated she had not charged her system in approx one yr. F/u indicated the pt experienced toxicity from levaquin and subsequently felt her stimulation was no longer effective. It was reported she will likely have her system removed and is consulting with her physician.